Manufacturer narrative:
Analysis and results: the involved batch number is not known. We have received samples of three possible batches to analyze this case. There are no previous complaints of any of the three batches received. There are no units in stock in b. Braun surgical's warehouse of any of the three batches received. Batch number: 122496. We manufactured and distributed in the market (B)(4) units of this code of batch. We have received 3 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Batch number 122242. We manufactured and distributed in the market (B)(4) units of this code of batch. We have received 3 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Batch number 122401. We manufactured and distributed in the market 5,832 units of this code of batch. We have received 3 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had an incidence but was released fulfilling usp/ep and b. Braun surgical requirements. Although further information was requested no feedback was received. Please note that in the instructions for use of the product it is stated that: contraindications: monosyn® is contraindicated on patients with known sensitivities or allergies to its components (glycolide, [?]-caprolactone, trimethylenecarbonate and dyestuff d&c violet no 2) and when an extended wound support is required (e.g. Suturing of tissues under tension or fixation of synthetic grafts prosthesis or grafts that require extended wound support (long-term or permanent) for instance cardiac valves or prosthesis in traumatology). Side effects: as with any other suture materials, prolonged contact with salt solutions, such as urine and bile, can lead to lithiasis. As for any sutures after implantation the following side effects may occur occasionally: transient inflammation foreign body reaction, transitory local irritation, granulation, stitch abscess or sinus, impaired cosmetic result and infection at the wound site. Existing infections may occasionally be enhanced by any foreign body. May not be excluded an occasional wound dehiscence, suture extrusion, failure to provide adequate wound support in closure of the sites where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from conditions which may delay wound healing and/or delayed absorption in tissue with poor blood supply. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k011375. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that monosyn suture is used quite often,as an intradermal overlock .incidents of scarring generally occur from day 5, with inflammation, dehiscence and sometimes superficial discharge. Three total knee prosthesis patients, one shoulder prosthesis patient, and other patients (osteosynthesis and knee ligamentoplasty). Other surgeons (visceral and plastic) have complained as well, but there have been no reports. It is decided to stop using it and return it. Additional information has not been provided.